Manufacturer narrative:
Additional information provided by the customer.

Manufacturer narrative:
The customer's complaint of a chemo secondary backflow to primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an inpatient medicine 4n patient was getting a secondary IV of amphotericin, which was yellow in color, and the nurse noted that it was infusing past the back check valve into the primary line. The nurse applied a separate clamp above the back check valve to prevent this from continuing. There is no report of patient harm or medical intervention. The set was not saved.